Manufacturer narrative:
We have not had the opportunity to evaluate the complained device. All supplied information has been reviewed and we are not able to determine a root cause or relate the reported issue to a device failure. The wound contact layer, for the dressing can be affected by storage temperature, as detailed in the instruction for use. A documentation review has been conducted, confirming previous complaints of this nature. The instructions for use and risk files, mitigate the reported issue with no updates required. This investigation is now complete, with corrective actions in place, which is currently under effectiveness review. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.

Event description:
It was reported that, during treatment, when the carrier of an opsite flexifix gentle2.5cmx5m was removed, much of the silicone removed with the carrier and did not remain on the film. Treatment was performed with a sn back-up device. No harm to the patient or any further complications reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).